Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a representative regarding a patient who was implanted with a neurostimulator (ins). The patient reported that she was charging her device more than she expected. The recharge interval was reviewed and it appeared to be appropriate. The patient stated that she had been recharging every few weeks - and now was recharging every few days to a week. Longevity was performed based on all patient groups, lowest interval was 8.1 days - while the longest longevity interval was 19 days. The highest used program was every 13 days. The recharger recharging stats were documented and the patient sessions dates were (B)(6). The average coupling was 5 and 6 bars. The duration was 76, 165, 204, 130, 194, 227 minutes respectively. The representative was to discuss with the patient frequency and recharge expectations. The consumer reported that the implant would only hold a charge for 1-2 days and she was not even using it every day at that time. The implant was replaced and the replacement resolved the issue. The indication for use was multiple back operations. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.